Manufacturer narrative:
The device was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing related root cause could be determined.

Event description:
The affected orsiro drug-eluting stent system was chosen for a very complex pci. Prior to its application several stents were also placed to treat a dissection. The affected orsiro should be used to extend the already stented segment but it was difficult to pass the multiple stents in situ and was withdrawn. The dislodged stent was detected at the level of the y-adapter.